Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not crossing to station due to adt (admission, discharge, transfer) issue. A technical support specialist connected to the server and did not see any problems. The tss restarted internet information services (iis), network transmission control protocol port sharing service, and external messaging services, but the issue was resolved on the customer side as it was caused by a problem on the hospital side. The system functioned as intended after the customer resolved it.

Event description:
It was reported by the customer that a bd pyxis¿ es server new patient and new orders not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server new patient and new orders not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.